Event description:
It is reported that a customer experienced low blood glucose so they accidentally set off a max bolus. The customer counter acted the bolus with 2 shots. The customer was treated at a hospital. The customer stated there is nothing wrong with the insulin pump and that the incident was due to a human error. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.